Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was confirmed, but not duplicated during product evaluation. No assignable cause could be provided. The door assembly was replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump displaying an occlusion alarm, which occurred during programming/set-up in the emergency room. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.